Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized two years prior due to dehydration while using the insulin pump. The customer did not provide any information about the hospitalization or what caused the serious injury. The customer did not provide their blood glucose value and did not return the insulin pump for analysis.